Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: our laboratory evaluation of the returned product could not confirm the report. All of the bands had been deployed and the barrel was missing from the return. Included in the return were the trigger cord, three (3) deployed, constricted bands (2 black and 1 amber), the irrigation adapter, the handle, and the loading catheter. The three (3) black bands were missing from the return. Therefore, we could not confirm that the trigger cord was loose at the distal end. A small amount of what appears to be dried blood was observed on the trigger cord indicating the that product had been in use. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. The barrel of the device was not returned for evaluation. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a variceal ligation procedure, the user opened a 6 shooter saeed multi-band ligator. The user opened the package and found out that the trigger cord at the tip of the device had "loosened." The user changed to another one of the same devices to complete the procedure without issues. This event was not reportable at this time. Information received from the investigation on 24-nov-2020 states that all of the bands have been deployed [subject of report; premature band deployment] and the trigger cord is attached to the handle. It appears to have dried blood on it, indicating that the product had been used. Clarification was received on 10-dec-2020 which states that the user confirms the product was used and the issue was detected at the preparation stage. According to the initial reporter, a section of the device did not remain inside the patient¿s body; however the location of the missing bands is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.